Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During unpacking, it was noted that the hypotube of the cutting balloon was broken. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device found a break in the hypotube. The break was located inside the strain relief just distal from the base of the hub. Both sections of the break were held together by the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during handling. No other damage was observed on the hypotube. No kinks visible along the length of the device. The balloon and blades of the device were visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During unpacking, it was noted that the hypotube of the cutting balloon was broken. No patient complications reported.